Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the secretion in the inspiratory limb of an rt125 infant breathing circuit was burnt after one week of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of the similar product is k20332. Method: the complaint rt125 breathing circuit was returned to fisher & paykel healthcare (B)(4) for evaluation. The complaint device was visually inspected and the heater wire resistance was measured with a calibrated multimeter. Results: visual inspection revealed the secretion was in a brown-like color and the inspiratory limb was not burnt. No damage was observed on the inspiratory limb of the complaint device. The heaterwire resistance measured was within specification. Conclusion: our investigation concluded that no fault was found with the returned complaint device. Patient secretion found in the breathing circuit is normal.